Event description:
Device malfunction: posterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure of achieve hemostasis. It was reported that a physician trained in the use of the perclose pergolide device attempted arteriotomy closure of left common femoral arteriotomy closure after an interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was connected to the posterior cuff. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
Evaluation summary: the device was rec'd with the whole suture undamaged outside of the device. There was no link material observed inside the posterior cuff. During testing, the needle plunger reinsertion was successful. The foot deployment/parking and needle trajectory were acceptable. The investigation revealed that the link was pulled from the posterior cuff and a link detachment was the cause for the reported suture retrieval issue; however, the root cause for the link pulled from the posterior cuff could not be determined. No malfunction issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.